Event description:
There was an allegation of questionable sodium results from the cobas pro ise analytical unit for multiple patient samples. The samples were repeated as they were held for repeat testing by the customer's di (data innovations) system. One example was an initial result of 149 mmol/l, and a repeat result of 141 mmol/l. The customer stated the questionable result for one sample was reported outside of the laboratory, but could not confirm which sample or which result was reported.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer found an issue with the dilution vessel and an issue with the pinch valve tubing. He cleaned the dilution vessel and internal standard/diluent nozzles, adjusted the diluent nozzle, and performed ise checks. He replaced the pinch tubing, sipper nozzle, cleaned the vessel, cleaned the system, and replaced seals on the sipper syringe. He ran precision successfully, and the customer verified that ise qc results were within range. The investigation determined that the service actions resolved the issue.